Event description:
The user facility reported that a portion of the guiding sheath became separated during an interventional procedure. Reportedly, a cut down procedure was performed and the detached distal portion of the sheath was successfully removed. The procedure outcome was reported as "ok" no additional event specific information has been provided.

Manufacturer narrative:
Results - is based upon user facility information & returned sample eval and upon reserve sample eval. Conclusions - is based upon user facility info & returned sample eval and upon reserve sample eval. During communication with the user facility, the reporter stated that a similar separation had occurred with a second guide sheath, but there was no event specific information available. Follow-up communications with the user facility only confirmed the lack of specific product code / lot number information and that the dates of the reported events were not recorded. So, no additional information was available. Therefore, the decision was made to submit a single medwatch report for both events. The failure investigation was based on assessment of the user facility information, returned samples, and representative retained samples. Visual examination of the return samples confirmed the reported separation along the shaft section of both sheaths, but the lot number/product code could not be verified due to their condition. Quality record review and trending were limited due to the lack of specific product code / lot number information. Inspection and testing of the retained samples found no defects or anomalies and product performance specifications were met. While the cause of the reported events cannot be definitively determined based on the available information, the description is consistent with the sheath having been damaged as a result of continuing to attempt to withdraw the device against resistance. There is no indication that the reported events were related to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.